Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels above 400 mg/dl and was in diabetic ketoacidosis. The customer reported that boluses via the pump may have been delivered in an attempt to resolve the elevated bg levels however the customer was uncertain. The customer went to the emergency room (ER) and was subsequently hospitalized. The customer could not recall what treatment was received while in the ER, however intravenous fluids and insulin were administered in the hospital. The customer believed the suspected cause may be due to an increased resistance to insulin, however was uncertain if it may also be pump or supplies related. Reportedly, the customer was discharged from the hospital two weeks later.